Event description:
It was reported the customer's insulin pump was damaged. The customer reported their insulin pump was ran over by a car. Customer's blood glucose was between 120 mg/dl and 130 mg/dl. The customer stated the insulin pump was damaged all over. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.